Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis determined the helix/lobe was distorted/bent. It was not possible to deploy or undeploy the lobes. The lead appeared damaged at implant. It was observed that there was blood in/on the helix/lobe mechanism, and blood/body fluid on outer tubing. The full lead was returned for analysis.

Event description:
It was reported that the wire could not be passed down the lead after multiple repositionings, and the lobes would not deploy either. The lead was not used. No patient complications have been reported as a result of this event.